Event description:
It was reported that the patient exhibited thrombosis, stenosis/occlusion and edema related to her right atrial (ra) lead and right ventricular (rv) leads. The patient was given medication for their symptoms. The leads remain in use. The patient is involved in a surescan post approval study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.